Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose and insulin history. She stated that during the needle insertion process she did not feel the needle inserting the cannula into her skin and upon inspection the pink slide insert was not in the window.